Event description:
On (B)(6) 2012, a vns implanting surgeon reported that on (B)(6), 2011 during the patient's battery replacement due to end of service, it was discovered that the patient had high impedance. The leads were not replaced at the time. No x-rays were taken and no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The diagnostic results were not provided by the surgeon. Although lead revision surgery is likely, it has not yet occurred. Attempts were made to the hospital for the generator and lead product information that the patient is implanted with but they were unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the vns patient had a full revision surgery on (B)(6) 2012. The patient's leads were replaced due to high impedance and the generator was replaced due to patient's desire for the new model of generator. The explanted generator was returned on (B)(6) 2012 for product analysis that has not yet been completed. Although attempts were made for the return of the explanted lead as well, it was not returned to the manufacturer for product analysis.

Event description:
Product analysis of the generator that was explanted on (B)(6) 2011, was completed on (B)(6) 2012. The generator was found to be at end of service and determined to be the result of normal expected battery depletion based on the battery life analysis and the electrical test results. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently stated that the generator that was explanted on (B)(6) 2012, was the generator that was returned when in fact it was the generator that was explanted on (B)(6) 2011, that was returned.